Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, no capture, and no sensing. It was determined that this was due to a loose setscrew on the implantable pulse generator (ipg). The device was unable to proceed with a magnetic resonance imaging (MRI). A revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2015, atrial pacing impedance measured 4047 ohms up from 456 ohms. Atrial lead warning occurred on (B)(6) 2015. High impedance contributed to lead warning. Atrial polarity switch on (B)(6) 2015. Concomitant medical products: ilxch1824115, stent graft, implanted: (B)(6) 2011; bfxch2816165, stent graft, implanted: (B)(6) 2011; aexch282840, stent graft, implanted: (B)(6) 2011; aexch262640, stent graft, implanted: (B)(6) 2011. (B)(4).